Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. It was observed that the scissors did encounter some resistance while it was passing through the main seal in the handle of the device. Therefore, the customer comment about sticking in the handle is confirmed. It was also noted that the blunt tip of the cannula (distal end) was broken and could easily be pulled out of the cannula.

Event description:
The hospital reported that during the evh procedure, the scissors shaft was sticking when being advanced through the harvesting cannula handle. The harvester used the same devices to complete the case. The hospital did not report any patient complication.